Event description:
It was reported that during a low anterior resection, the anvil trocar broke off prior to firing, making it impossible to approximate the stapler and anvil during the anastomosis. A new stapler was opened to get a new anvil and anvil trocar. The hospital reports this did not cause any major complications other than a slight delay in operating room time by 10-15 minutes. The pt is stable. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device arrived with the anvil detached. A piece of the ancillary trocar was lodged inside the anvil. The breakaway washer was present and uncut. The device was received fully loaded with staples. The device was tested for functionality using a test anvil, the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft, so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for add'l info.